Manufacturer narrative:
This report is submitted on 02 march 2020.

Event description:
It was reported that the patient experienced a blister next to abutment site and subsequently was treated with oral and topical steroids.